Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/25/2016. The fse found that tubing was disconnected from the blood sampling valve (bsv) wire marker 11 (wm11). The fse reattached the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The volume of the leak was about 40 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.